Event description:
It was reported to vyaire medical that the ltv 2200 ventilator has intense sound as if high-pressure oxygen was leaking from inside the vent while it was working on patient. There was no patient harm reported with this event.

Manufacturer narrative:
The customer reported that they will not return the defective analog pcba (printed circuit board) assembly for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to duplicate and confirmed the reported issue. Failure is isolated to improper assembly of the pt5 transducer tube being improperly filed.